Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Report source, literature: yoshino, k., tsukeoka, t., tsuneizumi, y., lee, t. H., nakamura, j., suzuki, m., & ohtori, s. (2017). Revision total hip arthroplasty using a cementless cup supporter and iliac autograft: a minimum of 15-year follow-up. The journal of arthroplasty, 32(11), 3495-3501. Doi:10.1016/j.arth.2017.06.026. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported in the journal article that the patient experienced mild pain due to cup loosening. No further information has been made available at this time.